Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse evaluated the instrument; fse cleaned the ise pot, reference block, and ise reference. The fse performed testing that yielded a passing coefficient of variation. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions/preventive actions.

Event description:
The following event was reported: high ise (ion selective electrodes) results. There was no report of death or serious injury.